Event description:
The customer called for help in performing a control test. He received a control test result of 55 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer has a second bottle of test strips that will also be reutrned. Product code 7080d lot# 6fc3b11. Manufacture date 06/2006.